Manufacturer narrative:
(B)(4). Service engineer evaluated the device and found that the alternating current (ac) power cable was unplugged. The power cable was reattached. The ventilator passed all the required testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator stopped delivering breath during patient use. Additional information has been requested.